Manufacturer narrative:
The reported events of low pacing impedance and noise were confirmed. As received, a complete lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any anomalies.

Event description:
It was reported that the patient's right atrial lead exhibited low pacing impedance and oversensing of noise. The noise was reproducible via isometric movements. The lead was reprogrammed to an inactive state and later removed and replaced. The patient was stable.